Event description:
It was reported that during commissioning performed by a getinge service territory manager (stm), whilst installing software d00 for the fsn, the cardiosave intra-aortic balloon pump (iabp) had an issue with the video generator board. The unit lost power whilst the new software was being installed. The pump failed to power up after this and the screen just had the 'maquet' logo and alarmed after awhile it was suspected the executive processor board was corrupt. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during commissioning performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) lost power whilst the new software was being installed. The pump failed to power up after this and the screen just had the 'maquet' logo and alarmed after awhile it was suspected the executive processor board was corrupt. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d7, d8, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and determined that the issue effected video generator board. Suspected that the power was lost halfway through the software loading onto this board. Fse resolved the issue by replacing the exec processor pcb and , video generator board. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h3.